Manufacturer narrative:
Should additional information become available, this event would be updated.

Manufacturer narrative:
Boston scientific recently received information that this ra lead was surgically abandoned and replaced with a competitor ra lead approximately three months following the reported events. The clinic records indicated noise was observed on the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this atrial lead was showing a fluctuation in impedance measurements over the past couple months. Some measurements were high and out of range. However, typically impedances have been in the 500-600 ohm range. Technical services discussed a potential for developing a lead fracture and recommended testing the lead doing patient arm movements to observe any acute rises in impedances. Technical services recommended monitoring issue for now since pacing and sensing functions were normal.